Event description:
The technician alleged the bed had a high ground reading. No pt impact.

Manufacturer narrative:
The technician found a loose ground wire in the power cord plug. The technician reconnected the ground wire inside the power cord plug to resolve the issue.